Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that around (B)(6) 2017, the patient had stopped feeling stimulation therapy. The patient had their device checked on (B)(6) 2018. Their device was set to a1 with settings of: - - + + on 4, 5, 6, and 7. Troubleshooting found high impedances (>20,000 ohms) on contact pairs 0-2, 0-4 and 0-5 and 14,273 ohms on contact 0-7. The pairs with 0, 1, 3 and 6 were at normal ranges around 1000 ohms. The patient was feeling stimulation on a2 but not on program a3. Viable electrodes were reviewed with the caller, and reprogramming was performed using 0, 1, 3, and 6, which provided stimulation to the right side and only slightly on the left side. It was noted the patient was in need of bilateral stimulation. It was reviewed to change the rate and to max out the pulse width to see if that would get the stimulation bilaterally. The caller stated they would continue reprogramming to try and re-establish the stimulation therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the left side impedances were out of range on contacts 2, 4, 5 and 7. The patient was in for a standard reprogramming and a longevity check was done. It was noted that the settings being used for the longevity check were 2v, 180 pulse width, 15hz and 869 ohms with 24 hours per day of usage and it was estimated to be greater than 120 months.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v587363 serial# implanted: (B)(6) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) on (B)(4)2018, reporting that the physician wanted to replace the lead with the same paddle lead specification. It was reported that it was asked but was unknown when the event occurred, but the patient stated that their loss of therapy occurred about 2.5 months ago. No further complications were reported/anticipated. Additional information was received from the rep on (B)(4) 2018. They reported they were first made aware of the hcps plan to replace the lead on (B)(6) 2018. The lead replacement has been scheduled to take place on (B)(4) 2018. The cause of the high impedances has not yet been determined; it will be determined at the time of the lead replacement. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) on (B)(4) 2018, reporting that the procedure has been rescheduled and the new date was unknown. No further complications were reported/anticipated unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they were firstmade aware of the hcps plan to replace the lead on (B)(6)2018. The lead replacement has been scheduled to take place on (B)(6)2018. The cause of the high impedances has not yet been determined; it will be determined at the time of the lead replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was discarded by the customer. No further complications are anticipated.

Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3998, lot# v587363, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the physician wanted to replace the extension due to the high impedance issue. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were finally going to replace the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that this case has been postponed. No further complications were reported.